Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms include redness, pain, fever, and bulging. The physician believed that the infection was procedure related. The patient was prescribed antibiotics.